Manufacturer narrative:
A ge service rep performed an onsite investigation, and could not duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a burning smell by the monitor, and that the system shut down on its own. No pt injury was reported.